Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue pin of the cycler set during fill 1 of their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient stated that the bubble was broken again. The patient reported receiving a patient pressure not constant alarm before step 1 of setup and then a balloon valve leak alarm during step 5 of setup for treatment. The patient pressed ok and was able to drain during drain 0. Additionally, a patient line is blocked alarm occurred during fill 1 of treatment and the treatment was cancelled. The patient re-setup the cycler with new supplies and then a balloon valve leak alarm occurred during dwell 1 of treatment. The patient was advised to keep the cycler cassette door open for 24 hours to dry out cassette module. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue pin of the cycler set during fill 1 of their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient stated that the bubble was broken again. The patient reported receiving a patient pressure not constant alarm before step 1 of setup and then a balloon valve leak alarm during step 5 of setup for treatment. The patient pressed ok and was able to drain during drain 0. Additionally, a patient line is blocked alarm occurred during fill 1 of treatment and the treatment was cancelled. The patient re-setup the cycler with new supplies and then a balloon valve leak alarm occurred during dwell 1 of treatment. The patient was advised to keep the cycler cassette door open for 24 hours to dry out cassette module. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the order history system from this patient regarding to fmc cassette product been delivered. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation and DHR review was not performed since the lot number is unknown and no information was found on the order history system, the alleged event could not be confirmed. At this time, no sample has been provided. The complaint number to trigger a quality event could not be determined since the lot number is unknown and during the order history search in the last three months before of the event date no lots have been delivered during that period regarding to the liberty cycler set. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.